Manufacturer narrative:
Medwatch report (mw5112306) was received.

Event description:
It was reported via a medwatch report that a serious injury may have occurred related to the patient's assurity pacemaker. It was also mentioned that the patient was concerned about abbott's available recall information found online.